Manufacturer narrative:
(B)(4). E1 initial reporter state - (B)(6).

Event description:
It was reported that there was an issue with the critical alerts prompt. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6) .

Event description:
Correction to reporter address information